Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient information was not made available from the site. Device lot number was not made available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 09/01/2015 a medtronic representative, following-up at the site, reported there was no delay in therapy. Also stated that the surgeon was happy with the fixation achieved and felt outcome would not be compromised. Return requested. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of the site's solera 5.5/6/0 driver snapped. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.